Event description:
The surgeon stated that tritanium loosened. The patient was a 53-year-old female patient (160 cm in height and 53 kg in weight). Update: "the stem was not loose, but since the cup operation becomes difficult, the surgeon also pulls out the stem in case of cup replacement even if it is not loose." Right side.

Manufacturer narrative:
Reported event: an event regarding revision involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: the shell, liner, ceramic head, two screws and stem were returned for evaluation. The device were decontaminated before evaluation. There are cement and scratch marks on the device, which is an evidence that the device was an used implant. Nothing else remarkable to report. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the stem was not loose, but since the cup operation becomes difficult, the surgeon also pulls out the stem in case of cup replacement even if it is not loose. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon stated that tritanium loosened. The patient was a (B)(6) year-old female patient (160 cm in height and (B)(6) kg in weight). Update: "the stem was not loose, but since the cup operation becomes difficult, the surgeon also pulls out the stem in case of cup replacement even if it is not loose." Right side.